Manufacturer narrative:
(B)(4). The reason for return could be verified. The ventricular septum plug and set screw could be removed due to insufficient medical adhesive around the ventricular septum plug.

Event description:
It was reported that during implant set screw fell out and could not be found. There were no reported adverse consequences for the patient.